Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was successfully implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. It was reported that the indication for procedure was patients requiring placement of a plastic stent to the biliary tract for providing treatment of biliary strictures, patency to an impaired biliary duct, drainage of the bile duct and splinting of a bile duct during healing. On (B)(6) 2022, the patient undergone cholecystectomy due to cholangitis from peptic ulcer disease. On (B)(6) 2022, the patient experience pain and had an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. On (B)(6) 2022, during the procedure, it was noted that previously implanted stent was successfully removed to prevent biliary leak and the procedure was successfully completed with another advanix biliary stent.